Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Additional information received from the field representative indicated that the cause was not determined. The device was explanted and the ra lead was surgically abandoned. No additional adverse patient effects were reported.